Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump alarmed for pump error during rewind. It was reported that the customer was advised the pump detected possible issues with the motor. The customer's blood glucose level was reported to be 135mg/dl. It was reported that the customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error and pump error confirmed in history file do to corroded force sensor. The insulin pump was received with corroded electronic assemblies and corroded motor home switch. The insulin pump was received with faded serial number label, cracked case corner of the belt clip rails near the battery compartment, cracked select button keypad overlay and minor scratches on lcd window.